Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s device had stopped working and they could not charge or use their programmer. It was reported that the patient did not have stimulation. It was reported that the patient woke up the other morning and the device was not working. The patient stated that they could not charge at all or do anything. The patient stated that they last charged their ins four weeks ago. It was indicated that the issue started two weeks ago in (B)(6) 2018. No further complications were reported/anticipated.